Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and expired on (B)(6) 2021. Due to these events, it was reported the patient transitioned to hemodialysis (hd) for rrt through a temporary intrajugular (ij) hd catheter (not a fresenius product). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was hospitalized on (B)(6) /2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unavailable) was obtained, and the patient was diagnosed with peritonitis. The pdrn reported the patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration not provided), however the peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2021 and the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated causality was never identified, as the patient never returned to the outpatient home dialysis clinic. However, the pdrn stated the patient¿s liberty select cycler was performing as expected and did not malfunction prior to the patient¿s hospitalization. On (B)(6) 2021, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) in order to undergo hd for rrt. The patient¿s condition reportedly started to decompensate (specifics/dates not provided), and radiological studies discovered the patient had developed an ileus. Although the details are largely unknown, the pdrn reported the patient¿s health further deteriorated (i.e., uncontrolled atrial fibrillation, multisystem organ failure), and on (B)(6) /2021 the patient entered into hospice care. The intention was to have the patient continue to undergo hd therapy, however the patient expired on (B)(6) /2021 before hd had begun. The pdrn stated there was no report of any fresenius device(s) and/or product(s) malfunction and/or deficiency. Additional information (e.g., discharge summary, death certificate, treatment records, esrd death notification, hospital records) was requested, however the documents were unavailable.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, and on the pump door. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. No fluid leaks in the test cassette during the treatment test. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and expired on (B)(6) 2021. Due to these events, it was reported the patient transitioned to hemodialysis (hd) for rrt through a temporary intrajugular (ij) hd catheter (not a fresenius product). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unavailable) was obtained, and the patient was diagnosed with peritonitis. The pdrn reported the patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration not provided), however the peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2021 and the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated causality was never identified, as the patient never returned to the outpatient home dialysis clinic. However, the pdrn stated the patient¿s liberty select cycler was performing as expected and did not malfunction prior to the patient¿s hospitalization. On (B)(6) 2021, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) in order to undergo hd for rrt. The patient¿s condition reportedly started to decompensate (specifics/dates not provided), and radiological studies discovered the patient had developed an ileus. Although the details are largely unknown, the pdrn reported the patient¿s health further deteriorated (i.e., uncontrolled atrial fibrillation, multisystem organ failure), and on (B)(6) 2021 the patient entered into hospice care. The intention was to have the patient continue to undergo hd therapy, however the patient expired on (B)(6) 2021 before hd had begun. The pdrn stated there was no report of any fresenius device(s) and/or product(s) malfunction and/or deficiency. Additional information (e.g., discharge summary, death certificate, treatment records, esrd death notification, hospital records) was requested, however the documents were unavailable.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by cloudy effluent fluid and abdominal pain. These events required hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal and a transition to hd therapy. The cause of the patient¿s peritonitis is unknown; therefore, causality cannot be firmly established. However, the patient¿s pdrn reported the events were unrelated to any deficiency or malfunction of a fresenius product(s) or device(s). Staphylococcus epidermidis is one of the most common sources of infection in indwelling medical devices. Those individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Additionally, a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s ileus, uncontrolled atrial fibrillation, multisystem organ failure and expiration, as the patient¿s last ccpd treatment was on (B)(6) 2021. The pdrn reported the patient was receiving hospice care as of (B)(6) 2021 and expired on (B)(6) 2021. The patient¿s death was an expected and inevitable outcome. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s serious adverse events.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis and expired on (B)(6) 2021. Due to these events, it was reported the patient transitioned to hemodialysis (hd) for rrt through a temporary intrajugular (ij) hd catheter (not a fresenius product). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) verified the patient was hospitalized on (B)(6) 2021 for abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (elevated wbc¿s, value unavailable) was obtained, and the patient was diagnosed with peritonitis. The pdrn reported the patient was started on intraperitoneal (ip) antibiotics (drugs, doses, frequency, duration not provided), however the peritoneal effluent fluid culture returned positive for pseudomonas aeruginosa on (B)(6) 2021 and the patient¿s pd catheter (not a fresenius product) was removed. The pdrn stated causality was never identified, as the patient never returned to the outpatient home dialysis clinic. However, the pdrn stated the patient¿s liberty select cycler was performing as expected and did not malfunction prior to the patient¿s hospitalization. On (B)(6) 2021, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) in order to undergo hd for rrt. The patient¿s condition reportedly started to decompensate (specifics/dates not provided), and radiological studies discovered the patient had developed an ileus. Although the details are largely unknown, the pdrn reported the patient¿s health further deteriorated (i.e., uncontrolled atrial fibrillation, multisystem organ failure), and on (B)(6) 2021 the patient entered into hospice care. The intention was to have the patient continue to undergo hd therapy, however the patient expired on (B)(6) 2021 before hd had begun. The pdrn stated there was no report of any fresenius device(s) and/or product(s) malfunction and/or deficiency. Additional information (e.g., discharge summary, death certificate, treatment records, esrd death notification, hospital records) was requested, however the documents were unavailable.